Event description:
It was reported that subject coil detached early without use of the detacher. The subject coil was implanted safely in the patient in the end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was placed in an aneurysm and it detached early without use of the power supply. The coil was implanted safely in the patient in the end. The delivery wire was not available for analysis. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to 'main coil prematurely detached/separated during use.'

Event description:
It was reported that subject coil detached early without use of the detacher. The subject coil was implanted safely in the patient in the end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.